Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system and endoanchors were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported the patient presented emergently approximately 5 years post the index procedure. A CT revealed aaa rupture from a type ia endoleak. Intervention was completed with an endurant aortic cuff and endoanchors implanted in an attempt to resolve the event. Ballooning was then completed; however, this did not resolve the endoleak or seal the rupture successfully. The physician then converted to an open procedure and the patient status was reported as stable post procedure. Per the physician the cause of the event is related to a type ia endoleak (due to loss of seal). No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.